Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay user/pt's relative contacted lifescan (lfs) alleging that the one touch ultra meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the issue began on (B) (6), 2010 at approximately 8 am. Per the cca notes, the pt manages his diabetes with insulin (self-adjuster). The reporter indicated that the pt did not make any changes to his regimen after the alleged issue occurred. On the morning of (B) (6), 2010 (time not specified), the reporter claimed that the pt was shaky, sweaty, and throwing up. The reporter denied that the pt received any treatment after the reported issue began. At the time of troubleshooting, cca verified that the battery in the subject meter did not need to be replaced, per owner's manual recommendation. Replacement products were sent to the pt. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt developed symptoms suggestive of severe hypoglycemia after the alleged issue began.